Event description:
A nurse reported that a system message displayed and was unable to be cleared during a cataract procedure. The case was completed with an alternate system. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).